Event description:
It was reported that there was damage to the tandem charging cable, which rendered the charging supplies non-functional. There was no adverse impact to the customer¿s blood glucose level. Corrective action included replacing the damaged charging supplies through 2-day shipping by cts.